Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis result for the el5ml instrument found that it was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty, in addition the orange indicator did not show up completely. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis results of the el5ml device b found that it was received partially cycled; one pear shaped clip was released from the jaws. It was cycled and formed the remaining four clips as intended; however, the device was noted to have sticking issues that did not allowed the proper return of the trigger and jaws to their original position after completing the firing sequence. A corrective action has been initiated to address the root cause of the sticking issues. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. Our manufacturing batch history review identified that clip short feeds issue was detected during the manufacturing of this batch. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria were met before this batch was released for distribution. Device b additional information: batch # e9fu94. Expiration date: 11/2013. Manufacturing date: 12/2008. Sticking jaw/cam.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed. A second device was opened and it also jammed. Another device was used to complete the procedure. There was no adverse consequence to the patient.